Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The custom stated that his blood sugar was high and the cannula came out bent. The customer stated that he received a no delivery alarm. The customer was advised of proper cleaning methods. The customer will be sent a replacement.